Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user accidentally entered the ¿fill tubing only¿ screen while connected to the ilet and the screen displayed 3.3 units, after which the user disconnected, reconnected, and proceeded to announce a meal as blood glucose was rising post-breakfast. Symptoms included hyperglycemia with a reported peak of 329 mg/dl lasting about 45 minutes. Outcomes included self-management without back-up therapy, alerts, alarms, or external assistance, and no medical or hospital intervention. Investigation included troubleshooting and education on proper navigation and exiting the fill tubing screen before reconnecting. Investigation of this case revealed user interaction with the fill tubing feature while connected, followed by appropriate reconnection and continued monitoring, with no device alarms reported and no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.